Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to state when the issue first occurred. The patient manages their diabetes with novalog and levemir insulin (dosages unknown) and did not take any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient denied experiencing any symptoms as a result of the alleged product issue, but on (B)(6) 2015, the patient stated that they were had their blood glucose measured at their doctor¿s office and they obtained a result on the doctor¿s meter which read ¿greater than or equal to 500mg/dl¿. The patient was unable to test their blood glucose on the subject meter. At the time of troubleshooting the cca noted that the meter would not turn on once the batteries had been changed, despite the fact that the meter required new batteries. The patient was not using the product for the first time and there was no misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because of the delay in treatment the patient experienced. The patient was unable to test their blood glucose on the subject meter which led to them visiting their doctor¿s office to have their blood glucose measured. The result of ¿=500mg/dl¿ suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore, the alleged power issue contributed towards the patient experiencing an acute complication of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.